Event description:
The lay user/patient contacted lfs on (B) (6) 2010, alleging inaccurate control low results on her one touch ultrasmart meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the pt and sent a letter to obtain the following info. The pt mentioned that sometime around (B) (6) in 2009, the pt ran a quality control test and obtained the following two results, 86 and 79. The readings were below the control range. The pt felt shaky; however, it is unk, whether the symptoms occurred before or after running the control test. It is also unk, whether the pt tested their blood glucose and what the reading was if they did a blood glucose test. At an unspecified time later, the pt went to the physician's office and was not tested on another device; however, their physician increased their insulin dosage by 15 units for long lasting insulin and 10 units for fast acting. While troubleshooting, it was noted that the pt was not using the correct vial of control solution. Products were replaced and requested back. No further clinical info was provided. It would have been helpful to know whether, the pt exhibited symptoms before or after the reported issue, whether the pt tested their blood glucose level at the time of symptoms, their diabetes regimen and to confirm whether, the pt's blood glucose was not tested at the physician's office. It is also unclear why the pt was treated with insulin at the physician's office. The complaint is being reported since the pt alleged that due to the inaccurate control result, they developed symptoms suggestive of a serious injury and had to receive medical treatment at the physician's office.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.